Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's air pocket has resolved and impedances are stable. Recipient has resumed use of the device. Programming adjustments have been made. Additional information regarding the recipient's status will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues. Air was identified over implant site and the recipient was treated with antibiotics (type unknown) and a head bandage. The recipient presented with pain. The recipient ceased device use.